Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator with a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the touch panel did not respond, and the issue was not resolved after the device was calibrated. The device was evaluated, and the service engineer (se) reported that the misalignment in the touch position was confirmed. A calibration was performed, but the issue was not resolved. The se then replaced the touchscreen, and the issue was resolved.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech verified that the touch screen has failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation."